Manufacturer narrative:
Remains implanted

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 7 month post-operative CT showed the presence of a potential type ia endoleak in the presence of significant angulation. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.